Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that pacemaker oversensed myopotential noise on the atrial lead resulting in numerous atrial tachy response (atr) episodes. Attempts to recreated the noise in clinic was unsuccessful. Boston scientific technical services (ts) recommended intervention to assess the lead system. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.